Manufacturer narrative:
It was reported that the "brakes are no longer working. Customer has called a medical supply company to fix the brakes twice already and they are still loose and not locking all the way. Customer states the left brakes are stronger than the right side. Customer states this rollator's brakes has never worked accordingly since she received it in december." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that 'the brakes are no longer working. Customer has called a medical supply company to fix the brakes twice already and they are still loose and not locking all the way."